Event description:
Information received indicates the bed is drifting down slowly.

Manufacturer narrative:
The technician found the hi/low drive brake was dirty. He cleaned the hi/low drive brake assembly to repair the bed.